Event description:
It was reported that an end of service (eos) and a call your doctor message was displayed (unsure of which error code). The patient was unable to charge their implantable neurostimulator (ins) and the manufacturer representative (rep) could not interrogate the device with the clinician programmer. It was noted that the last successful interrogation was a couple of weeks before this report. An overdischarge was suspected. Information obtained later reported that the patient planned to get their device replaced, the date was unknown. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 377845, lot # v007916, implanted: (B)(6) 2006, product type lead; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 377845, lot # v007916, implanted: (B)(6) 2006, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2006, product type recharger; product ID 37742, serial # (B)(4), product type programmer, patient. (B)(4).